Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for ventilation. No clear root cause of the issue could be determined as insufficient information was provided by the customer. The most probable root cause may be a defective power supply. There was no patient or user harm.

Event description:
Battery discharged even though the fan is on ac.